Event description:
Customer stated that the pad burned through her pad and sheets while she was laying on it during the night.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.